Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was getting high blood glucose readings all day today. Customer stated that he has tried to get it down by taking insulin. Customer stated that he pushed 5 units through the tubing but never saw any drops. Customer stated that he removed the reservoir and the put the plunger on it. Customer was able to push insulin through and saw it come out the other end. Customer's blood glucose was 430 mg/dl at the time of the incident. Customer's current blood glucose is 320 mg/dl. Customer treated with an injection. Customer performed the high pressure test and passed. Customer was advised to do a complete set change. Customer was advised to monitor the issue.